Event description:
It was reported that the device was used during a lap nissen. The blade would not arm, making the insertion impossible. The case was completed using a same like device. There was no consequence to the pt.